Event description:
It was reported that a patient underwent a repair of vaginal anterior and posterior wall protrusion procedure on (B)(6) 2024 and suture was used. During the procedure, the patient came to the hospital for surgery due to urinary leakage and bulging of the anterior and posterior walls of the vagina. During the surgery, due to excessive tissue bleeding, the doctor used suture to suture and stop the bleeding. During the knotting process, the suture broke three to four times, resulting in an increase in intraoperative bleeding. The patient immediately changed to different batches of suture to suture the incision and stop the bleeding. The patient returned to the ward smoothly during the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? * how was the bleeding treated? --please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Vdbdkmw0 invalid lot according to quality data base. Please provide the lot number involved.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Were there any patient consequences? No subsequent adverse event report was received. How was the bleeding treated? After investigation, the patient was a 37-year-old woman who underwent anterior and posterior vaginal bulging repair at (B)(6) hospital on (B)(6) 2024. During the surgery, the operator used absorbable suture (with specific product model unknown) for suture and hemostasis (with specific suture tissue layers and suture method unknown). The suture broke three to four times when knotting. The operator immediately replaced with a new suture (with specific product information unknown) to continue the suture. The subsequent surgery went smoothly. This event led to an increase in the patient's intraoperative blood loss (the specific amount of increased blood loss was unknown), and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: received information as following from sales rep via phone today. Vdbdkmw0 invalid lot according to quality data base. Please provide the lot number involved. --unknown.